Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips questioning a shock advisory decision generated during use of the device in the AED mode. The involved patient was being treated by ICU staff. The staff had initiated chest compressions. The customer has questions about the second shock advisory decision of the event. The involved patient survived the cardiac event but this is being considered as a serious injury.

Manufacturer narrative:
The device was evaluated by a philips field service engineer, there was no trouble found with the device. The device passed all operational testing. The electronic event file was reviewed by philips engineers and clinicians. For the shock advisory in question there were chest compressions noted throughout the analysis period at a rate of approx. 180 compressions per minute. The advisory algorithm cannot provide an accurate shock analysis in the presence of CPR artifact. The defibrillator provides audio and visual prompting warning users not to touch the patient during the analysis period (¿analyzing, do not touch patient¿). This is further described in the AED mode chapter of the heartstart mrx instructions for use. The device passed all operational testing and was placed back into service. Based on our review of the shock advisory behavior within this event we have determined that the device performed as designed and expected.